Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl and bupivacaine via a pump implanted for non-malignant pain and degenerative disc disease. It was reported that the patient missed a refill appointment on (B)(6) 2016 due to relocating. The patient's pump was due to critically alarm on (B)(6) 2016. The patient was struggling to find a physician to refill the pump. It was noted that the patient's previous health care provider would fill the pump, but the cost was not feasible. No patient symptoms were reported.

Event description:
Corrected information: the previously reported, ¿the patient's pump was due to critically alarm on (B)(6) 2016.¿ should have been, ¿the patient¿s pump was due to critically alarm on (B)(6) 2016.¿ additional information: additional information was received from a consumer. The patient made 25-30 phone calls to insurance, doctors, and company representatives, and visited a hospital. The issue was resolved, but not until (B)(6) 2016 after the alarm had gone off and the patient only had 0.01 mcg of medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.